Event description:
Reported by hospital: while therapist was setting up vapotherm unit, the circuit leaked. This had not been connected to the pt; problem discovered during setup. This correlates to a previous report submitted. Since this failure, vapotherm has exchanged out all of our stock of this circuit with their newly designed version. Our opinion of this new design is that this leaking problem has been resolved and there is a more positive latching mechanism. Response: a leaking circuit will continue to function as designed. The operating manual instructs the user to ensure proper operation during setup before connecting the circuit to a pt. A leaking circuit is an inconvenience to hospital personnel. Vapotherm did not receive the leaking circuit and therefore could not investigate the issue. Vapotherm appreciates the hospital's approval of the current circuit design.